Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had symptoms of syncope. It was determined that the atrial lead had dislodged. The lead was capped and replaced. No further patient complications were reported as a result of this event.